Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient had several mucous membranes that were exposed to the testing reagent. The customer stated that a small amount of reagent went down their throat and that they had a tickle in their nose. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer stated that a small amount of reagent went down her throat and that she also has a tickle in her nose." "The customer was doing the bd veritor at home covid 19 test and when she was testing herself she may have swallowed a small amount of the reagent. The customer stated her nose was itchy." (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
H6. Investigation summary: this summarizes the investigation results regarding a complaint that involving bd veritor at home covid-19 test (material # 256094), batch number 1351567. Customer stated that reagent got on her hand when she was disposing of the test, and she ended up tasting it in her mouth. The customer stated her nose was itchy. Customer stated that she was fine and had no adverse effects at all. Customer was advised to contact the urgent care center or to contact healthcare provider to get checked out. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause was traced to unintended use error caused or contributed to event. Currently, there are no adverse trends identified for safety (chemical exposure). Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient had several mucous membranes that were exposed to the testing reagent. The customer stated that a small amount of reagent went down their throat and that they had a tickle in their nose. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer stated that a small amount of reagent went down her throat and that she also has a tickle in her nose." "The customer was doing the bd veritor at home covid 19 test and when she was testing herself she may have swallowed a small amount of the reagent. The customer stated her nose was itchy." Eua(B)(4).